Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). ¿ the dentist reported that, 2 months after the dental implant was installed in intraoral region #22, its non-osseointegration was observed. Sixty ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.